Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the shock button is not working. The rse clarified to the customer that during the external paddle function test, the defibrillator shock button is not tested, and only the shock buttons on the external paddles are functional in this scenario. Hence it was determined that no device malfunction was found. The device remains at the customer site fully functional, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse provided information to the user on the correct testing operation of the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock button of the defibrillator does not respond during the operating test using the external paddles. The device was being used in standby, and no user or patient impact reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.